Manufacturer narrative:
(B)(4). The customer's report of blood leaking out of the valve tip could not be confirmed because the product was discarded by the customer and will not be returned for evaluation. The root cause of this failure could not be identified.

Event description:
Blood leaked out of valve tip (peripheral line). Saline lock. Line had been flushed earlier in day. Rn manager reported that the line was not clamped after flushing. No report of patient harm or medical intervention. Although requested, no additional patient or event information provided.